Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Additional information indicates that only one lead had high impedances and was addressed; therefore, this device is no longer reportable.

Event description:
Additional information indicates only one lead had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein one lead was replaced to address the issue. It is unknown which lead had high impedances.